Event description:
It was reported that a perforation of the device occurred. The target lesion was located in the left coronary artery. A 1.25mm rotapro was selected for percutaneous coronary intervention. During the procedure, it was noted that the device had perforation and water leakage. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of device damage [leaks] was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the reported event indicated that during the procedure, the device had perforation and water leakage, indicating a device damage. The device was not returned for analysis. A review of the device history record [DHR] indicates that the device was manufactured per specification. The instructions for use include testing of the device before usage within the body and state that use of the device is to be discontinued if evidence of a failure or damage is present. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure. Therefore, based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a perforation of the device occurred. The target lesion was located in the left coronary artery. A 1.25mm rotapro was selected for percutaneous coronary intervention. During the procedure, it was noted that the device had perforation and water leakage. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.